Event description:
It was reported that two ilet insulin cartridges leaked with a reported blood glucose of 300 mg/dl with the user observing a wet infusion tube and insulin accumulating above the cartridge plunger after the pump was rewound, resulting in approximately 150 units of wasted insulin replacement supplies were arranged and education provided to clean the insulin chamber with a lint-free cloth before inserting a new cartridge. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported health consequences beyond the transient hyperglycemia. Investigation of this case revealed a leak consistent with a seal issue associated with the reservoir component of the system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.